Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same and an alternate dimension vista instrument with higher results. Additionally an ionized calcium test was ordered. The repeated results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The specialist determined that the discordant result was due to improper sample handling. The sample had been citric and was centrifuged improperly. The specialist recommended to the customer that they follow the tube manufacturing guidelines for spinning. The specialist suggested to the customer to increase their sample spin time. The customer understood that the sample may have had gel in it due to improper spin times. After the sample sat for 2.5 hours the gel settled and the sample was able to be run without issue. The instrument is performing according to specifications. No further evaluation of this device is required.